Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing thoracolumbar arthrodesis. Intra-op, the key of driver broke. The product came in contact with the patient. No fragment of the broken product remained inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: macroscopic examination confirms driver tip has been broken off, and not returned for analysis. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, with river lines, shear lip, and no indication of fatigue or torsional overload. The location and angle of the fracture, surface morphology, and the absence of evidence of torsion suggest failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.